Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Event date: (B)(6) 2019, date unknown. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510k: k111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a histoacryl pack. A thyroidectomy procedure was performed in (B)(6) 2019. Upon opening the package of tissue glue, it was noted that the ampoule had leaked. It was replaced immediately and there was no patient harm. Additional information was not available.

Manufacturer narrative:
Sample received: 1 open pouch. Analysis and results: there are three previous complaints of the same code-batch regarding the same issue. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. The device history record of this product has been reviewed and no deviations regarding this issue have been found. We have received one open sample. The tip of the ampoule received is broken and the glue has leaked out through the tip. However, it is not possible to determine the cause of the leakage as the tip is missing, as can be seen in enclosed picture. We would need closed and/or defective samples to assess properly the customer complaint. Final conclusion: in spite of receiving an open sample, without closed and/or defective samples a suitable analysis cannot be performed. Therefore, the complaint is not confirmed by lack of evidence in the sample received. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.